Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported patient was tender by the implantable neurostimulator (ins ) site starting a couple months ago. Rep stated when hcp opened up to remove the ins and lead to revise lead and put in new ins, hcp noticed ¿a thick, gritty, glue like white substance ¿ around the ipg and pocket. Hcp reported a possible infection or calcium deposit but was unsure. Hcp did take 3 swabs cultures for analysis but wanted to let drain out and heal before re-implanting mid-end of (B)(6). The lead and ins were explanted on (B)(6) 2017. The issue was not resolved at the time of the report. Hcp stated there were no known environmental, external, or patient factors that may have led or contributed to the issue that they observed. No troubleshooting was noted. A surgical intervention was planned. Patient status was noted as alive, no injury.

Manufacturer narrative:
Igp 3058 ((B)(4)) was returned and analysis found stim ins was functionally okay with insignificant anomalies the implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.